Event description:
Customer states that the compact plus device would not produce a result and that she subsequently passed out. The paramedics were called and tested customer at 21 mg/dl on their device and administered a glucose IV. Information suggests incident occurred in the home.